Event description:
It was reported that a surface ECG revealed that the pulse generator allowed the patient's rate to drop below the programmed value. Rates were in the low 50's when the device was programmed to 60 ppm. This behavior could not be reproduced while in the clinic. The patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.